Event description:
On (B) (6) 2010, a company representative reported, the patient's spouse called her and stated, the patient was in the hospital with elevated blood glucose of 1100 mg/dl. Upon follow up with the patient's wife on (B) (6) 2010, she stated that on (B) (6) 2010, the patient felt ill and was vomiting. He had run out of blood glucose test strips and did not know what his blood glucose level was. On (B) (6) 2010, the patient was taken to the hospital and his blood glucose measured 1100 mg/dl. His normal blood glucose level is 120 mg/dl. He was disconnected from the infusion device and treated with an IV. She stated, he changed the insulin cartridge and infusion set on (B) (6) 2010. During troubleshooting, the patient's wife was instructed to bolus 2 units of insulin and no insulin dripped from the end of the infusion tubing. She removed the insulin cartridge and found a small amount of insulin in the cartridge compartment of the infusion device. She dried the cartridge compartment with a cotton swab. Additional patient training was scheduled. Further attempts to follow up with the patient were unsuccessful. The insulin cartridge was requested to be returned for evaluation.